Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl yesterday and for the past month in a half he was been over 350 mg/dl or more. The customer was declined to troubleshooting. The customer was driving a fork lift when he noticed his blood glucose rising. Customer¿s health care professional changed his carb ratio and sensitivity but his blood glucose remains at 350 mg/dl or more. The insulin pump will not be returned for analysis.